Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab) catheter into a terumo pinnacle 8fr sheath that the tip of the iab was unable to pass through sheath. Customer was advised to used the maquet sheath provided with the iab. A second iab smaller iab was used successfully with the terumo pinnacle sheath. There was no injury or harm to the patient.